Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device was barely pulsing. Then towards the end it wasn't firing anymore and they had to force the jaws open to finish. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 5/5/2026 d4: batch #unk. Additional information was requested, and the following was obtained: it was a white reload. It didnt even seem to reach the end of the firing. Orange was only visible on the deck 3/4th of the way through. The case was a lap conversion of sleeve gastrectomy to rny firing was one he has done 100s of times - white reload on the small bowel which he never has troubles with. He does not usually pulse on this fire. He mentioned it was pulsing and struggling to complete fire. Motor/battery issue maybe? The only issue in pulsing/firing was the 1st firing of the entire case. After incident, we opened a new stapler and it worked as intended for the remaining of the case. Jaws would not open. We followed odp. No luck. So, we manually brought knife back and discarded device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #ec3d60l, with lot/batch #a9944h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.